Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely high magnesium (mg) result generated by the unicel dxc 600 pro synchron clinical systems. The false low result was reported out of the lab. The specimen was re-tested and the repeated result obtained was lower. Patient treatment was not affected.

Manufacturer narrative:
Qc run after the event was out of range, and calibration issues occurred with other cartridge chemistries at the same time. A field service engineer (fse) was dispatched: the fse ran verification testing to check carryover which isolated the problem to a clogged sample mixer wash station. The fse installed a new wash station insert which resolved the issue. Other cartridge chemistries could be impacted upon recur. Hardware issue may have contributed to this event. However, a clear root cause has not been determined.